Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed an fco installation. It was determined that the processor pca needed replacement. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a failure during a software upgrade. There was no patient involvement. The customer requested that the device be returned to bench for evaluation. Upon testing of the device, the reported issue was confirmed. It was determined that the therapy pca and processor pca needed replacement, and that the software needed to be reloaded. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. The therapy pca and processor pca were originally replaced and the software was reloaded to return the device to working condition. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to the original allegation. As such, it was determined that the failure had been caused by a faulty processor pca. The device remains at the customer site. No further evaluation is required at this time.